Event description:
Pt underwent cerival laminectomy in 2000. Drain tube was attempting to be removed, the tip of tube broke. The pt returned to surgery under general anesthesia for removal of the retained segment.